Event description:
Provider states that when the consumer was going over the curb from the street to the driveway he was not tilting his chair back enough and the footrests were dragging on the ground. Provider states that the hinge pin on the left footrest is broken and the pivot slide tube on the left side is bent as well. No additional information provided.